Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 498 mg/dl. Customer was vomiting, feeling sick, dizziness, fainted and out of breath. Diagnosed diabetes ketoacidosis. Hospital treated with manual injections and fluids. The current blood glucose reading is 328 mg/dl. Customer treated with insulin pump. Nothing further reported.